Event description:
In march of 2002 I was suffering from serious eye pain. Cornea had actually turned white. I was referred to an eye specialist. I was diagnosed with an eye ulcer. Later determined I needed a corneal transplant. In 2002, a corneal transplant was performed.